Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was showing service code 110 (over-voltage set). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation, microprocessor u1 was found to be defective. The failure of u1 occurred at pin 7. The root cause of the u1 failure at pin 7 was unable to be positively identified. No adverse event resulted from the defective u1 component. The pt received a replacement monitor.